Event description:
It was reported that the medex stopcock was leaking. Patient involvement and patient harm were unknown.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.